Manufacturer narrative:
Rigo j, castany m, banderas s, pujol o, amilburu m, dou a. "Possible intraluminal obstruction of the xen45 gel stent observed with anterior segment optical coherence tomography." Journal of glaucoma, 2019 aug 23. Doi: 10.1097/ijg.0000000000001351. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of fibrosis and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the events and patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Reported event of possible intraluminal obstruction of the xen45 gel stent by a material which could only be detected by anterior segment optical coherence tomography with needling procedure performed of the right eye were noted in the article: "possible intraluminal obstruction of the xen45 gel stent observed with anterior segment optical coherence tomography." Device remains implanted. Intraocular pressure within the target was reported; events have resolved.